Event description:
The user facility reported a 87-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The complainant reported that it was difficult to advance the sheath due to kinking. An attempt was made with buddy wire but impella insertion was not possible. Therefore, the physician switched sides and a second impella cp was successfully used. No harm to the patient was reported. The patient was successfully weaned from the impella and survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.